Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. The customer reported a low blood glucose level (bg) of approximately 20 mg/dl. Reportedly, the customer fell and broke their foot. Customer consumed carbohydrates to address low bg. Additionally, the customer was admitted to the hospital due to a low bg of 22 mg/dl. Customer alleged they were treated with glucose and an intravenous drip, but was unable to fully recall. Customer was released from the hospital on (B)(6) 2020. The transmitter was replaced to resolve the loss of connection issue. No additional patient or event information was available.